Manufacturer narrative:
The event occurred in (B)(6). Device will not be returned.

Event description:
Reporter stated lancet protrudes beyond the end cap of the multiclix device. No accidental stick reported. No adverse event reported. Customer did not provide the lot number of the device, nor the lancets. The manufacturer requested return of suspect product for evaluation, however, the customer does not have the device any longer to return.